Event description:
Another co's sheath removed from lt external iliac artery. Several cm of sheath was torn. Ragged edges of sheath suggested sheath had torn on indwelling external iliac artery stent. Angioscope used to inspect iliac artery and no sheath remmant visible. Angioscopy of lt profundofemoris artery revealed the stent was not lodged distally. Surgeon suggested sheath remmant embolized in internal iliac artery which was chronically occluded. Lt profundofemoris-popliteal graft performed as planned.